Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report an adverse event and intermittent audi ouput that occurred on (B)(6) 2016. The sensor was inserted into the patient's arm on (B)(6) 2016. Patient's mother stated that the receiver did not alert when the patient was experiencing a hypoglycemic event. Blood glucose meter showed the patient was at 32 mg/dl. Within 10 minutes the patient's mother gave 30 carbs of sugar and could not calibrate until the continuous glucose monitor (cgm) was above 40mg/dl. At that point the patient's mother stated the cgm went up to 66mg/dl. Patient's mother calibrated and the fingerstick matched the cgm. Within 30-40 minutes the patient woke up seizing and unconscious for 25 minutes due to the alert never going off. Patient's mother gave the patient glucagon and the patient went up to 83mg/dl. Patient's mother called 911 and rushed the patient to the hospital. Patient came to and an IV was given in the ambulance to stabilize the patient. Once the patient arrived at the hospital the patient was stable at 160mg/dl and released. No further treatment was given. Additional event or patient information was not provided.